Manufacturer narrative:
Additional product code: drt. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device inappropriately shut down and was unable to obtain an ECG signal. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunctions were observed during log review but not confirmed during evaluation. The device was put through extensive testing without duplicating the malfunctions. During the 19 second long case there were no anomalies noted before, during, or after the case. It?s important to mention that the device log noted the device shutdown, but no indication of a device malfunction associated. The device was recertified and returned to the customer. No trend is associated with reports of this type.